Event description:
It was reported that a revision was necessary because the bar get out of place and some screws get loose.

Manufacturer narrative:
Updated lot code for reported device is 14a685. Method/results: concomitant product. Conclusion: no product issue related to the reported event was found with this product, so this is a concomitant product.

Event description:
It was reported that a revision was necessary because the bar get out of place and some screws get loose.